Event description:
It was reported that the customer's insulin pump experienced frequently no or intermittent button response, particularly with the esc and act buttons. The customer's blood glucose was unknown. The customer stated that her insulin pump was not dropped or exposed to moisture. Advised customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Advised customer to return their insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express bolus, esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. (B)(4).